Manufacturer narrative:
The meter (serial number (B)(6)) and test strips were received for investigation. Section d9, d4 expiration date, and h3 were updated. The returned meter and test strips were tested with retention controls. Control ranges: level 1 30-60 mg/dl. Level 2 261-353 mg/dl. Results: level 1 ¿ 42, 42, 42 mg/dl. Level 2 ¿ 292, 299, 298 mg/dl. All returned results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation is ongoing.

Manufacturer narrative:
The customer performs qc daily. The meters and test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter questioned high glucose results from 2 accu-chek inform ii meters. The customer provided the serial number for 1 meter (B)(4). The serial number for the other inform ii meter was not provided. The customer is not sure which meter produced which results. Due to the questionable high results, the customer performed a small study with 27 patients over a 3-day time period where they compared the accu-chek inform ii meter results to a biosen cline instrument (capillary blood) and a cobas 6000 c (501) module (venous sample). The results from the c501 module were believed to be correct and were used for diagnostic purposes. The customer "disregarded" the results from the inform ii meters. Of the data provided for 27 patient samples, the results for 7 patient samples were discrepant.

Manufacturer narrative:
The test strips were investigated further. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.